Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that every time he boluses 10 units, the insulin pump leaks at the site. Customer stated that the reservoir, tubing, or site leaks. Customer reported that the pump was exposed to fluid in the past with no moisture visible in the pump. Customer performed the self test and passed. Customer stated that his doctor advised to have the pump replaced for safety reasons. The pump trainer stated that it smells like insulin inside the pump is near the piston. Customer also reported a no delivery alarm. Customer was advised that the pump was working as designed based on the tests. Customer was advised that the pump could be replaced but the cause would not fully be known. Troubleshooting was also performed for the infusion set and reservoir leak.